Event description:
Boston scientific (bsc) cardiac rhythm management received information that this device has fluctuating battery status indicators. During an in-office check, the magnet rate was 90ppm. However, the magnet rates during transtelephonic checks has been 100ppm for 5 to 6 months.

Manufacturer narrative:
Technical services advised the 90ppm magnet rate is not latched. The pacemaker is likely has approximately one year battery remaining. It was recommended to check the battery gas gauge meter on the programmer. No additional information available. This event will be reopened should additional information become available. New information is available that this device was electively replaced for normal battery depletion.